Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. No problem or issues were identified during the device history record review. Two pictures were received. One picture shows a cassette product connected to a pump with medication, cassette is not filled completely, and medication bag has an empty space at the top. The second picture shows a cassette product connected to a pump with air bubbles in the extension tube. The pictures revealed that the cassette was not filled completely, and this could cause the air bubbles in the extension tube during the use; due to air in medication bag as medication is provided at the same time. However, no root cause could be determined since the complaint was not confirmed. No actions taken.

Event description:
It was reported that air bubbles where in the cassette bladder and leaking in the cassettes. (B)(6) 2021: additional information: lot number received.